Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed on july 12, 2016. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to extrusion of the receiver-stimulator. Following surgery, the patient was administered with oral antibiotics. The implanted device remains.